Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to a stago sta r max method. At 1:45 pm the patient's result from the meter was 4.5 inr. At 2:45 pm the result from the laboratory was 3.15 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation of an adverse event. The patient has no known impaired liver function and no renal dysfunction. The test strips have been requested for return. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter. Testing results: qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy. Retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.